Manufacturer narrative:
Pr # (B)(4) 17may2021 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Complaint for monopolar cautery cord. I do not know the lot number. Was used on patient and patient had extensive bleeding due to cord not conducting with the endoscopic hot snare. Had to use endoscopic clips to help stop bleeding, which is an extra charge to patient. After several clips, the doctor requested to hot snare again. At that point, we noticed there was no coagulation occurring. I suggested using a different cord at which the new cord worked with no trouble. Cord is not available for return for evaluation. The cord was thrown away. Per complaint details received: monopolar cautery cord they ordered stopped working after only a few uses. No further information available.